Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she is having issues of not getting insulin. Patient reports having high blood glucose readings over 300 mg/dl which was treated with manual injections. Customer's current blood glucose level is 181 mg/dl. Customer was assisted with troubleshooting. Customer was advised that device will be replaced and returned for analysis after having failed high pressure test twice.